Manufacturer narrative:
All buttons functioned properly. However, insulin pump had a corroded keypad traces. No button error alarm during testing. The insulin pump was received with broken reservoir tube lip, minor scratched display window, broken belt clip slot, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose was 70 mg/dl. Customer had a motor error occur 2 months ago. Customer also had an unresponsive keypad about a month ago. Customer's last blood glucose was 272 mg/dl. Customer continued using the pump because it seemed to be working fine again. Customer stated that the buttons are unresponsive now. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to monitor the pump and their blood glucose if they continue to use it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.